Event description:
Information was received indicating that during use of this smiths medical cadd ms3 pump, the patient reported that the pump was running faster and did not have the amount of volume it should have in it. Reported that infusion is life-sustaining and the patient switched to back up pump. It was reported that the patient was admitted to the hospital and is still in the hospital for shortness of breath, edema, and weight gain. It's unknown if patient alleging symptoms were caused by the smiths medical product. No additional adverse effects reported.